Event description:
On 01/25/2022 it was reported by a sales representative via sems that an ar-6410 main tubing cause the pump to not hold pressure. This was discovered during use in a procedure. There was no additional information provided. Additional information 02/02/2022. On 02/02/2022 it was reported by a sales representative via email that the an ar-6410 main tubing, black balloon inside of the clear chamber went flat, not allowing the pump to get an accurate reading on the pressure. This was discovered during use in a rotator cuff repair on (B)(6) 2022. The case was completed by opened a new ar-6410 tubing kit.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not showed any damaged or defects to the returned device. During device functioning, the ar-6410 tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. When powering on, the device work as intended. No leaks observed.